Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:synergy ous mr 2.75 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the found a hypotube partial break at the hypotube laser-cut region approximately 30 mm distal of the hypotube/mid-shaft bond. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15oct2019. It was reported that shaft damage were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.75 x 38 synergy drug-eluting stent was advanced for treatment. However, during procedure, the middle part of the shaft got damaged. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed hypotube lasercut region detach/separate.